Event description:
Endo stitch auto suture device needle tip broke during procedure and was unable to be retained. Needle tip broke during a total laparoscopic hysterectomy with bilateral salpingectomy. Needle was left in the tissue of the vaginal cuff.